Event description:
It was reported that during a rotator cuff repair procedure, it was observed that the shaver handpiece 2.0 with buttons device did not function after it was connected with a generator. During service evaluation, it was determined that the device had the following failure: device interaction (2+ devices): unable to assemble. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: a video was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned video. The video showed that the handpiece was connected to the pump and was trying to be activated, however it did not work. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: visual: corrosion/rusting/pitting and device interaction (2+ devices): unable to assemble. Per service reports, this complaint was confirmed. Based on service manual operational and diagnostic, the device was not performing to specification. A manufacturing record evaluation was performed for the finished device p19ab5048 number, and no non-conformances related to the reported complaint condition were identified. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.